Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was checked into the hospital a few days later. The device ventricular therapies deactivated due to the patient entering hospice.

Event description:
It was reported that the patient presented to the emergency department for syncope. The transmission was reviewed and the right atrial (ra) lead appeared to be undersensing resulting in undersensed atrial tachycardia/atrial fibrillation (at/af) episode detection noted on the current electrograms (egm). It was also noted on stored egms, that the ra lead exhibited undersensing resulting in false termination of atrial tachycardia/atrial fibrillation (at/af) detection. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935m62, lead implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.